Event description:
Alleged failure of radial head implant. Implant inserted on 2/24/95, removed on 11/9/95. Inspection of implant by surgeon showed significant eccentric wear on the radial head and the fracturing of the stem at the junction with the head.